Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Returned meter displayed e-7 error message. The root cause of error message is caused for foreign material on the strip connector.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 150mg/dl-160mg/dl in the morning and a fasting glucose of 100mg/dl-120 mg/dl around 4pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was attempted by the customer and no test results were obtained using two different strip vials with the same lot numbers. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016 and a new one on with the same lot number on (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Adverse event not reported.